Event description:
It was reported that the during a thrroidectomy procedure, while attempting to assemble and re-assemble the handpiece, the threaded stud broke. No patient consequence.

Manufacturer narrative:
Information not available, device not returned for analysis.